Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced high blood glucose and positive results of ketones in saliva. The customer¿s blood glucose level was 451 mg/dl. Customer treated with bolus for high blood glucose value. Customer reported other blood glucose values such as 451 mg/dl, 488 mg/dl, 369 mg/dl, 296 mg/dl, 322 mg/dl, 325 mg/dl, 450 mg/dl, 426 mg/dl. Based on customer¿s report customer did allege under delivery. The customer was using the insulin pump when high blood glucose event was reported. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was reported that they received calibration not accepted alert, change sensor, sensor updating. The insulin pump will not be returned for analysis.